Manufacturer narrative:
No additional information received. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following normal laser assisted cataract surgery and after one pass with the phaco tip a hole in the posterior capsule was found. A sulcus intraocular lens was implanted and the patient was noted as doing fine postoperatively. The surgeon also noted that the patient may have moved a bit upward during treatment.